Event description:
Boston scientific crm received information that this patient was brought to the hospital due to a syncopal episode. The right atrial (ra) lead had triggered the lead safety switch (lss), and both the ra and right ventricular (rv) lead's had poor sensing. A revision procedure was performed were both the ra and rv lead's were explanted and a new ra and rv lead were successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed, three segments were returned. A 65mm terminal segment, a 38mm insulation segment, and a 472mm tip segment, where the conductor coils extend beyond the cut end by 31mm. The extracting stylet returned stuck in the lead tip segment. A suture was tied tight around the lead body most likely for removal purposes. Electrocautery damage was noted on the lead insulation in multiple places.